Event description:
The user facility reported that during use of a bend-a-beam handpiece with a system 7500abc in a cervical conization procedure (leep, electrosurgical excision procedure) on (B)(6) 2015, the patient allegedly sustained a burn (approximately 1.5cm) to her left thigh. As reported, the bend-a-beam handpiece was connected to the system 7500 esu and was then laid down on the patient's thigh. It was further reported that the system 7500 was already turned on and the power settings were set as 140w and auto gas flow. Allegedly, the burn occurred when the handpiece was activated unintentionally without depressing the hand switch button. The surgeon then excised approximately 7cm of tissue from the left thigh (including the burn area of approximately 1.5cm), and sutured. Follow-up with the user facility on (B)(4) 2015 revealed that the patient continues to be followed by the surgeon. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred to the burn area on the patient's thigh.

Manufacturer narrative:
The used abc bend-a-beam single function malleable abc hand control handpiece from the surgery on (B)(6) 2015 was returned to conmed for evaluation on 31-jul-2015. A visual inspection noted no damage or visible defects with the device. The device was functionally tested using the system 7500 abc esu. When the device was attached to the esu, an error code was displayed once the esu was turned on rendering the unit inactive. The test was repeated by turning the esu on and then plugging the handpiece in; this time the abc channel was activated and the handpiece was active. When the handpiece was advanced towards the grounded steel plate it produced a beam. The device was disassembled and the switch circuit board was examined. Further evaluation found the power switch pcb showed a solder bridge between the two terminals wires causing a short and created a closed circuit as if the power activation hand control button is depressed. The cause has been determined as a defective switch circuit board solder application. Based on this finding, it is believed that if the esu is turned on prior to attaching the handpiece, contrary to the IFU (instructions for use) the handpiece is activated upon plugging the device into the esu. The IFU recommends the hand-control or foot-control handpieces be plugged into the generator before turning on the esu. By following this order, the esu post will display an error message and thereby identify the failed handpiece. The device was manufactured on 12-dec-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. (B)(4). Based on the provided information, it is believed that the end-user did not follow the proper set-up sequence as outlined in the IFU and reprinted below. The end-user turned the abc generator on and then proceeded to plug in the abc handpiece resulting in the auto-activation of the device. If the IFU sequence was followed in the proper order, the end-user would have received an error code on the esu and the device would not have activated. Nonetheless, as a result of the investigation finding, an investigation has been opened to address this issue. The abc bend-a-beam single function malleable abc hand control handpiece is a single use device, intended to be used in open electrosurgical procedures to provide a means of coagulation. The IFU states under the section, instructions for use: 1. Before turning on generator power, insert the round connector end of the hand-control pencil cord into the "argon beam coagulator" receptacle of the abc electrosurgical generator and turn clockwise until tight. 2. Plug three-pronged end connector into the "beam hand control" receptacle of the abc electrosurgical generator. 3. Remove tip protector prior to activation. 4. Turn on generator power. To activate the argon beam, depress blue button on the handpiece. Argon gas will continue to flow approximately four seconds after button is released. 5. Turn off generator power before dismantling/disposing of handpiece. To reduce the risk of patient injury, the IFU provides the following warnings and precautions: always place handpiece in a safe insulated location when not in use to avoid burns. Prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns.

Manufacturer narrative:
The end-user facility has just recently given permission on 27-jul-2015 for the device to be returned to conmed corporation for evaluation. To date, the involved device has not yet been returned/received at conmed. A supplemental and final report will be filed upon receipt of the device and completion of the evaluation.